Event description:
It was reported that during a percutaneous coronary intervention treatment procedure stent damage occurred. The vascular access site was femoral. The lesion was located in a mildly tortuous and severely calcified left anterior descending artery. Following predilation with a 2.5 x 15mm maverick balloon, the promus element, mr, ous 3.00x28mm stent was unable to cross the lesion. When the stent was removed the stent struts were lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified proximal stent damage. The struts on the first row on the proximal end of the stent were misaligned and some were pushed apart. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon of the device were visually and microscopically examined and no issues were noted with the profile of the balloon that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. There was contrast media present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older.device is a combination product.(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, stent damage occurred. The vascular access site was femoral. The lesion was located in a mildly tortuous and severely calcified left anterior descending artery. Following predilation with a 2.5 x 15mm maverick balloon, the promus element,mr,ous 3.00x28mm stent was unable to cross the lesion. When the stent was removed the stent struts were lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.